Manufacturer narrative:
A visual examination of the device returned confirmed that the detachable basket tip was missing. The returned device was not functional due to the broken basket. The handle functioned easily as the basket wires extended and retracted from the distal end of the sheath as intended. The root cause of the failure remains unk. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The april 2007, 15-month lithotripter basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation on may 4, 2007, that during an endoscopic retrograde cholangiopancreatography with lithotripsy using a trapezoid rx lithotripter on a female, the "ball on the end of the basket came off while inside the pt." The physician retrieved the ball "with an olympus lithotripter from the bile duct" and successfully completed the procedure with another same device. The pt's condition was reported as "fine".